Event description:
Report received of a fluid leak from a clave injection port. It was reported that a patient was to receive an infusion of unspecified chemotherapy. Patient had a primary line of saline connected to one port of pt's double-lumen PICC line. Prior to the start of the infusion, the clave port on the primary line was accessed with a 10cc syringe in order to give an unspecified IV push medication. It was reported that when the medication was being administered, leaking was noted. The remainder of the medication was pushed through the other lumen of the patient's PICC line. The chemotherapy was mixed into a 50cc bag and connected to the clave port on the primary line as a piggyback. The infusion lasted 15 minutes. When the clinician returned to disconnect the piggyback, it was noted that there had been fluid leaking from the clave port of the primary line. The amount of fluid that leaked is unknown, but the clinician felt that the fluid loss was insignificant, and the patient did not require another infusion. There was no reported bleed back. The tubing was disconnected from the PICC line and the patient was discharged home in stable condition. There were no reported adverse patient effects. Upon closer examination of the tubing, there were no reported obvious defects. Additional information was requested, but no further information was provided.